Event description:
Philips received a complaint on the v60 ventilator indicating that there was foreign material found in the blower. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The biomedical engineer (bme) found during service that there was a brown substance coming out of the bad blower. The bme replaced the blower assembly. The bme stated that they tested the device after the repair and the device passed all tests. The investigation concludes that no further action is required at this time.